Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a peripheral interventional procedure. Reportedly, following clip deployment, when removing the starclose se device from the patient anatomy, part of the artery pulled out with the device. The left common femoral artery was accessed and a stent was placed to achieve hemostasis in the right common femoral artery. No significant resistance was felt during device removal. The clip was not seen on the angiogram; however, it is possible the clip was removed with the piece of artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be retained by facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.